Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis and investigation of the system controller (serial number: (B)(6)) and 11 volt backup battery (serial number: (B)(6)). On 18dec2025 multiple backup battery fault alarms were observed in the log file associated with backup battery circuit faults. The alarms did not affect the controller¿s ability to operate the pump as intended. Upon visual inspection, the system controller returned in unremarkable condition; however, the backup battery inspection revealed a bent pin. This bent pin would prevent the battery from properly connecting to the backup battery ribbon cable on the system controller and result in the reported backup battery fault alarms. The bent pin was straightened to continue testing. After straightening the bent pin, the backup battery was able to connect to the ribbon cable of the system controller without issue. The system controller was then functionally tested and found to operate as intended during analysis. The system controller successfully operated in a mock circulatory loop for an extended duration without any issues or atypical alarms produced. Additional provided information stated that the system controller was exchanged and that the backup system controller was checked and functioned as expected. The root cause for the reported backup battery fault alarms was determined to be damage to the backup battery's connector pin the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also provides instruction on how to properly replace the backup battery. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instruction on how to install the 11v backup battery in the controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for the 11v backup battery and overall controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an emergency backup battery (ebb) fault alarm when changing power sources. The ebb was reseated, but the alarm continued. The system controller was exchanged and the backup controller was checked. The backup controller was functioning as expected.